Manufacturer narrative:
(B)(4). Mfg date: - the device was manufactured may 1, 2015- may 4, 2015. The device was received for evaluation. Visual inspection noted that the bladder was ruptured. Microscopic inspection identified a marking located on the exterior surface of the bladder. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during infusion. The reporter stated that on the second day of infusion, the patient noted that the bladder was ruptured. There was no patient injury or medical intervention associated with this event. No additional information is available.